Manufacturer narrative:
The product will not be returned, as it has been maintained by the hospital. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
A male patient was originally implanted 13 apr 2010, for c3-c7 acdf corpectomy. During a follow-up on (B) (6) 2010, an x-ray was taken that showed the bottom right screw to be backing out of the plate. The surgeon revised the patient on (B) (6) 2010, intending to simply remove the one screw that was backing out and replace with a rescue screw. While attempting to implant the rescue screw into the original plate/construct the rescue screw went through the plate. The surgeon then removed the entire construct and re-implanted with another brand of construct. This event caused a 3hr delay in surgery.